Manufacturer narrative:
Manufacturer's investigation conclusion: based on a review of the provided information, heartmate 3 lvas (left ventricular assist system), serial number (B)(6), appeared to have been operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, the heartmate 3 left ventricular assist system instructions for use (rev. C) and patient handbook (rev. D) outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a history of renal dysfunction prior to left ventricular assist device (lvad) implant. Comprehensive metabolic panel (cmp) and creatinine levels were used to diagnose the condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 secondary to asystole combined with ventricular tachycardia (vt) storm, right ventricular (rv) failure, and renal failure. The patient had vt and rv failure prior to left ventricular assist device (lvad) implant. The lvad was functioning as intended throughout the patient's time on support. There were no lvad issues.